Event description:
Terang nusa was informed by medline industries, a customer, that there may be a mix in types of gloves packed. A latex glove is packed into a non latex glove packaging.

Manufacturer narrative:
A complaint received that a pair of neolon 2g latex-free powderfree glove has been packed with a triumph lt latex powderfree glove. A risk analysis conducted of this issue and reviewed by our clinical staff that the potential risk of illness or injury is remote. The inner wrapper of the glove clearly identifies it as a latex glove. The gloves are packaged into an inner wrap to allow placement on the sterile field prior to donning. Both sides of the csr wrap are printed with the product name and identification. The outer sealed pouch has a transparent back film that shows the inner wrapped pack clearly. Therefore, a user would readily note that this is a latex glove. In addition, a user that has familiarity with the glove and would immediately identify that the glove is wrong color (light cream color instead of the neolon 2g chocolate brown). Identification of the root cause: the root cause was identified as an employee error in transporting excess work in process to the wrong location. Based upon this analysis, we have identified that a maximum of less than 50 pairs of gloves may be affected. This would result in a maximum potential of 3 cases being affected. A total of 43 cases of this batch was sent to medline.